Event description:
A patient with pre-existing congenital esophageal atresia underwent placement of a cook flourish esophageal atresia device. When the patient was (B)(6), the flourish¿ pediatric esophageal atresia device was placed with the patient under general anesthesia. At the completion of the procedure, the magnets were in the distal most portion of the esophageal ends. The resulting gap measured 2.2 cm. No additional procedures were performed. Anastomosis was achieved and the flourish device was removed 30 days post-placement. The first dilation for stenosis at the anastomotic site occurred 101 days after removal of the flourish device [subject of report]. A section of the device did not remain in the patient. The patient experienced a stricture at the anastomosis site which required dilation. There were no adverse effects reported.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the IFU states the following: "based on limited clinical data on this device, the rate of endoscopic dilation or surgical intervention for stenosis of the anastomosis is higher than that following surgery." The report indicated: "the patient underwent esophageal dilation for stricture at the anastomotic site." Overall clinical success, anastomosis, was achieved with the use of the flourish pediatric esophageal atresia device. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.